Manufacturer narrative:
As the date of patient death was not given, an approximate date has been provided. Concomitant medical products: product ID: neu_unknown_cath, product type: catheter . (B)(4).

Event description:
Information was received from a consumer alleging that the patient's death arose out of the defective manufacture, sale, and use of a malfunctioning medtronic synchromed ii infusion system. The product information, event date, alleged issue, potential causes of the event, symptoms, troubleshooting/diagnostics performed, and actions/interventions taken were not reported. If additional information is received, a follow-up report will be sent.